Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized; details and nature of hospitalization were not provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, the customer reverted to manual injections for insulin therapy.